Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, the door would not remain open. No injuries were reported.

Manufacturer narrative:
D.2. Additional medical device types: nqx, njr, ozn. G.4. There were multiple PMA/510k numbers: k111860, k120138, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary the complaint alleges the bd max instrument had a "workflow problem." Customer reported that the instrument door will not stay open. A bd field service engineer (fse) was dispatched to the customer site to resolve the issue which involved replacement of a non-functional gas spring within the door assembly. Following part replacement the instrument was confirmed to meet specifications. This complaint is confirmed by bd service and quality. The root cause of the issue was traced to component failure of the gas spring within the door assembly. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. Review of the device history record for this instrument is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument and no additional cases were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, the door would not remain open. No injuries were reported.